Manufacturer narrative:
(B)(4) - pt outcome was not provided by reporter. (B)(4) - valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6), male, pt, underwent abdominal aortic aneurysm repair on (B)(6) 2011. The physician was utilizing a zenith flex aaa endovascular graft bifurcated main body. After the dilator was taken out of the main body sheath, the sheath valve would not close. The knob was turned to the closed positon and it continued to leak (badly). The graft had good placement and the procedure was completed without further difficulties. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.